Event description:
Patient was treated in 2004. The patient developed one dent mid-cheek area, also slight indentation on jaw. According to the patient the dents in the jaw line and chin, which were filled with restalyne about 4 months later, are resolved. The dent in the mid-cheek area has improved but not resolved.